Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient¿s ipg was out of service due to end of life. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient¿s ipg was out of service due to end of life. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and leads were added. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient¿s ipg was out of service due to end of life. The patient will undergo an ipg replacement procedure.